Manufacturer narrative:
Followup: 12/15/2014, customer changed cartridge, infusion set tubing/site and no further occlusin alarms occurred. Blood glucose level improved. The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours; customer had used cartridge for four days. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusin alarm. Reportedly, the customer experienced high blood glucose level, ketones, and vomiting related to the occlusion. The customer was nt hospitalized.